Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a unrecoverable loss of antenna passed threshold. No additional patient or event information is available. No product or data were provided for evaluation. The reported unrecoverable loss of antenna passed threshold could not be determined. A root cause could not be determined.